Manufacturer narrative:
(B)(4).

Event description:
The patient experienced altered mental status. The hcp planned to admit the patient to the hospital. The physician wanted to turn the pump off. Additional information has been requested from the hcp, but was not available as of the date of this report.